Manufacturer narrative:
The unit had a high idle current due to an open lcd driver. The unit had a minor scratched display window, a scratched case, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the batteries were not lasting 24 hours, and it was a recurring event for a few weeks. There was no physical damage to the insulin pump. The customer's blood glucose reading was unknown. The customer was advised to clean inside the battery compartment. Customer was informed that a replacement battery cap would be sent. The customer called back to report that the replacement battery cap did not resolve the problem. The customer received a low battery alert after 20 hours of battery use. The customer's blood glucose reading during the second call was 7.7 mmol/l. The customer was advised that the device would be replaced.